Manufacturer narrative:
The reason for replacing this product is unrelated to the field action. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced reoccurring erectile disfunction as the device was not inflating. An inflatable penile prosthesis (ipp) replacement surgery was performed to address the problem. After surgery, the patient is good and is expected to recover.